Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error, specifically mechanical damage to the device, such as hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during the use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/28/2025, it was reported by a sales representative via phone that an ar-1288qis-90 quadlink implant flipcutter blade broke off and a metal piece was lost in the knee. This occurred during use in a case with no patient effect. Delay in case 30 minutes.